Event description:
Customer reported that the oximax nellcor oximeter unit was providing low readings. Covidien is in the process of obtaining further information surrounding the circumstances of this report.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.